Event description:
Diabetic read blood glucose as 103 mg/dl in a.m. On suspect device. Diabetic took humulin insulin but doesn't remember how much. Four and one half hours later, diabetic passed out at mother's home. Five days later, diabetic went to dr's office where suspect device read 63 mg/dl and dr's device read 29 mg/dl. Dr ran his glucose controls on suspect device and the low control was out of range. Use of glucose control solutions as a qc test of performance is addressed in the labeling.

Manufacturer narrative:
Standard disclaimer on file.